Event description:
Ufmw received reporting on (B)(6) 2011 "...smart cap on the PICC line was found to be leaking which lead to the lumen of the PICC clotting. Numerous caps were tried and found to be leaking; the patient's blood sugar dropped to 45." There were no reported adverse patient consequences.

Manufacturer narrative:
Device return: received two (2) used (B)(4) microclave connectors. Visual inspection and analysis was performed. The results recorded both of the returned used (B)(4) microclaves silicon plugs were damaged. The report notes evidence of leaking around the top connection and at the spike and body interface. Functional and performance testing was performed. The results recorded no leakage or flow issues. The returned (B)(4) microclaves passed performance testing. Additional testing was performed where the returned (B)(4) microclaves were: tested with a pressurized syringe, the first unit did not leak at 400 psi, the second unit leaked at 200 psi. Additional testing continued: was performed where the returned (B)(4) microclave was: both microclaves were then tested with 1ml slip luer syringe attached to the facilities sample mating trifurcated ext set where high pressures were created from the 1ml syringe. The results recorded the microclave did leak. Conclusion: visual analysis of the returned "as-received" (B)(4) microclave connector confirmed the presence of residual lipids between the body and spike indicating leakages occurred during use. Testing and analysis recorded no (B)(4) microclave performance issues, leakage replicated. Additional engineering testing and analysis were only able to replicate leakages under non-typical clinical applications where set-ups/usage utilized high pressures. Exact cause of the problem remains unknown.